Event description:
It was reported by the rep that the (1) 350l was used during a laparoscopic nissen procedure. It was reported that the lcsb5 melted the tip of the 350l trocar off. The surgeon pulled the melted trocar out of the pt. A fragment remained in the pt and was later removed. The trocar was given to risk management in the hosp. The operating room time was extended by twenty (20) minutes.